Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-02185. The pt received an scs system, including an ipg and a surgical lead, on (B)(6) 2010. It was reported the pt has a rash at the ipg implant site. According to the pt, the original onset was approximately one week post-operative. The pt has reportedly been on antibiotics for the last 10 days but the rash has not subsided. As his physician suspects an allergic reaction, an allergy test was recommended. The scs system remains implanted at this time. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.